Event description:
On (B)(6) 2007, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed tilt and perforation. The ivc filter was in the infrarenal segment, the apex of the filter was below the renal veins. There was no significant tilt in the anterioposterior (ap) dimension. The superior apex of the filter contacted the anterior wall of the ivc. With regard to perforation, distal struts perforation posteriorly toward the left on axial image, abuts the posterior wall of the aorta externally. Adjacent to this there is contact of one of the struts with an anterior intravertebral osteophytes. Also toward the right axial image, one of the struts perforate the ivc and contact the adjacent small bowel loop. Anterior struts show perforation into the adjacent fat. There is no significant broken or bent filter component and no evidence of ivc stenosis.

Event description:
On (B)(6) 2007, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed tilt and perforation. The ivc filter was in the infrarenal segment, the apex of the filter was below the renal veins. There was no significant tilt in the anteriorposterior (ap) dimension. The superior apex of the filter contacted the anterior wall of the ivc. With regard to perforation, distal struts perforation posteriorly toward the left on axial image, abuts the posterior wall of the aorta externally. Adjacent to this there is contact of one of the struts with an anterior intravertebral osteophytes. Also toward the right axial image, one of the struts perforate the ivc and contact the adjacent small bowel loop. Anterior struts show perforation into the adjacent fat. There is no significant broken or bent filter component and no evidence of ivc stenosis.